Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed foreign material came out of the biopsy channel. Based on the results of the investigation, the type of material could not be identified. There was no physical damage found at the residue point of the channel. As the type of material or root cause was not identified, a definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use which state: the detection method is described in the instruction manual gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope failed the borescope after 3 manual cleanings, soaking for 30 minutes and putting it in the medivator cycle. It was reported the foreign material was simethicone; as it was the only thing used. The issue occurred during reprocessing. There were no reports of patient harm.